Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The suspect device has not been received by carefusion.

Event description:
The customer reported while using the 3100a ventilator on a patient, the customer noticed a burning smell. The customer was unsure if the overheat led indicator was illuminated. They exchanged the ventilator as a precaution. The customer reported patient involvement but no allegation of patient injury/harm.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis (fa) representative (rep) received the alleged faulty component for evaluation. The carefusion fa rep examined the faulty component and found that the blue cooling gas tubing had broken off. The carefusion fa rep examined the tubing and noted that the break looked recent and was probably not the cause of the overheating issue. The carefusion fa rep replaced the blue cooling gas tubing and measured the drivers coil resistance and found it to be the correct ohms. The carefusion fa rep operated the unit and noted the driver remained cool to the touch. The carefusion fa rep was unable to duplicate the customer's alleged issue. The carefusion fa rep indicated the driver could potentially overheat if the cooling gas were restricted or, something other than the driver may have caused the burning smell. Due to the lack of definitive root cause information no component and symptom trend has been identified and this is considered to be an isolated incident.